Manufacturer narrative:
Device is an instrument and is not implanted / explanted. (B)(6). Device history records review was completed for part# 359.219, lot# 9677786. Manufacturing location: (B)(6), manufacturing date: feb 04, 2016. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development evaluation was completed. Received device is damaged as described in complaint. This complaint is confirmed. The handle has a crack typical for brittle material. The crack is at the critical cross section at the location of the change of shaft diameter showing some force introduction. There are no misuse marks on the instrument handle. An internal design evaluation regarding the failure mode described in this complaint has been performed. The design of the handle (geometry and material) has been changed to address the failure mode described in this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017 during the surgery, the blue handle of the titanium elastic nail (ten) inserter has broken in a circular way. The nail was placed without any problems. There was no patient harm and no fragments were generated. The surgery was completed successfully without delay. Patient outcome was not reported. Concomitant device reported: titanium elastic nail (part# unknown, lot# unknown, quantity 1). This report is for one (1) inserter for ti elastic nails. This is report 1 of 1 for (B)(4).